Manufacturer narrative:
Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with low o2 supply alarm. The customer reported that the unit was in use on patient, but there was no patient harm.